Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for chronic low back pain and spinal pain. It was reported that rep noticed the patient has impedance greater than 10 k on 12, 13 and 14. Patient is using 13, 14 and 15 on program #1 and patient is using #12 on program 2. Other pairs are between 1500-2500 ohms. Rep will work with patient to program around these circuits. Rep as measuring impedance and that was when high impedance was seen. No patient symptoms or complications were reported in this event.